Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack that was seen through the screen of the reservoir compartment. Customer stated that sometimes the insulin pump would snatch to the cloths and drop. Customer's blood glucose reading at the time of the call was 206 mg/dl. No further information reported.